Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The latch lock flex sensor circuit was not detecting the key closing and opening. The latch lock flex sensor was replaced to resolve this issue.

Event description:
It was reported that the cassette won't latch. There was no patient involvement. Device evaluation revealed the latch/lock flex sensor was not detecting the cassette.